Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tape not sticking issue due to sweat event on (B)(6) 2026. No further information available.